Manufacturer narrative:
The product was returned, and the evaluation verified the complaint as valid. DHR for lot no. 201008mf1 reviewed and no anomalies that could be associated with the complaint were observed. The device doesn't pass the electrical test. The sheath is damaged, there are a lot of impacts and a hole. The reported event is due to the deterioration of the sheath and the formation of an electric arc. The sheath was probably damaged during the use of the device, by sharp edges of the trocar for example. The device was manufactured on 2010 and no maintenance was performed on the device.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report numbers: 2523190-2019-00074 and 2523190-2019-00075.

Event description:
1 of 3 reports. It was reported that on (B)(6) 2019, the doctor was using the cev515m forceps allig jaws 15mm for an unspecified procedure, and a female patient was burnt. The event did not lead to an increase in the surgery time. Additional request for information has been sent.